Event description:
A product liability claim was raised. It was reported that the pt was implanted a cls stem 145 deg 7.0 12/14 on the left side on (B)(6) 2007. The pt underwent a revision surgery on (B)(6) 2010 (exact date unk, entered here as (B)(6) 2010) due to unk med problems. Note: this is a bilateral pt. The right hip case is treated under zimmer reference number (B)(4).

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. According to the provided info, the current situation reflects an off-label use, i.e. Contraindicated use as described in zimmer's instruction for use. The associated devices implanted (cup and head) are not manufactured by zimmer. Due to fact that this is a legal claim, our legal dept has been provided with the available facts from the customer. Zimmer (B)(4) legal dept is well trained and passes all info concerning the case to our complaint handling dept. As soon as supplemental info becomes available, an updated report will be submitted. (B)(4).